Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <10 colony forming units (cfus) of coagulase negative staphylococcus. It was later retested and tested positive for <10 cfus of an unspecified pseudomonas species. It was retested again and tested positive for >100 cfus of an unspecified pseudomonas species. It was retested yet another time and tested positive for <10 cfus of an unspecified pseudomonas species. It was retested again and tested positive for <10 of coagulase negative staphylococcus. It was retested for a final time and tested positive for 10-100 cfus of an unspecified pseudomonas species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by user and the lms final investigation. Additional information on dates and correction to b5 for the quantity of microorganisms detected in third-party culture tests provided by the user are listed below: sampling date: (B)(6) 2024. Sampling from: unknown. Colony forming unit (cfu): >100cfu. Bacterial identification: pseudomonas. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: >10cfu. Bacterial identification: pseudomonas. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: >10cfu. Bacterial identification: coagulase negative staphylococci. The lm reviewed the customer provided cds processes where no information was obtained to enable a determination of deviation from the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, could not conclusively specify the root cause of the reportable issue. Growth of microorganisms were found through culture testing by the user after reprocessing. The subject device was not returned to olympus when bacteria were detected. The relationship between the subject device and the event could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.